Event description:
Literature was reviewed regarding clinical and radiographic comparison of oblique lateral lumbar interbody fusion and minimally invasive transforaminal lumbar interbody fusion in patients with l4/5 grade-1 degenerative spondylolisthesis. Multiple manufacturer¿s devices were implanted in the study population. The following medtronic devices were used: an intervertebral cage ,percutaneous pedicle screw, a straight cage. Among all patients adverse events / device product performance issues included: segmental artery injury in 3 patients, dural tear in 2 patients, leg weakness/numbness in 6 patients,sympathetic chain injury in 5 patients, cage subsidence in 24 patients, cage retropulsion in 3 patients. No screw malposition reported. No further information was provided pertaining tomedtronic products.

Manufacturer narrative:
A2: please note that the age is based off average age of patient involved in this event a3: please note that the gender is based off as per the majority of patients. B3. Please note that this date is based off of the date of publication of article as the event dates were not provided in the published article. D1: brand name unknown d4, g4: product identifiers are unknown. D section 6a: implant date unknown. D section 6b: explant date unknown. G2: country-china h6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Orthopaedic surgery 2023;15:1477¿1487 ¿ doi: 10.1111/os.13360 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.